Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot n.a. On (B)(6) 2005many years later legal complaint states that the patient suffered serious bodily injuries, including, but not limited to, bladder pain, abdominal pain, vaginal discomfort, recurrent bladder infections, urinary tract infections, dyspareunia, additional surgery, and other injuries. No further information has been provided.